Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer continued to use the pump for insulin therapy, and also had manual injection supplies available.